Event description:
It was reported the device exhibited a "no cassette attached" alarm. There was 4 ml still left to give and it was empty. The device alarmed three hours early. Per reporter it was not the cassette, it was the pump. There was patient involvement and no patient harm/adverse event reported. Pump settings: continuous infusion rate: 2.2. Total reservoir volume: 100. Given: 93.6. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: ll2. A cstd was used to fill cassette. The pump was used to prime the extension tubing.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.